Event description:
It was reported that during implant attempt of the lead the physician had to reposition the lead in multiple locations over the course of thirty to forty minutes unsatisfactory lead numbers. It was also reported the helix mechanism was extended and retracted greater than ten cycles through the positioning process and the physician was concerned with the lead performance. The lead was not used and a new lead was successfully implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and primary analysis revealed no anomalies. There was blood in/on the helix/lobe mechanism. The lead was found to be stretched. Visual analysis revealed that the lead appeared to be damaged at implant.